Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. The sensing vector was set to the alternate vector. The high energy shock impedance was 109 ohms, which is high but within normal limits. Technical services reviewed the data and advised some testing options. There were no additional adverse patient effects. The system remains implanted.